Manufacturer narrative:
One 6f angio-seal evolution was returned for evaluation. One carrier tube assembly mated with the hemostasis sheath was returned along with the tyvek pouch. The deployment sleeves were in a rear lock position. The suture and compacted collagen hung from the tip of the sheath as can be seen in the picture. There was no anchor returned separately or attached to the collagen/suture knot. The compaction tube was still contained within the device when returned. There were 4 full turns of suture remaining within the device. The device was disassembled and the gears were rotated in both directions with corresponding rack/compaction tube movement; no functional anomalies were noted. The carrier tube hub was detached from the gearbox and the compaction tube was removed. No damage or other visual anomalies were noted to the rack distal end stem or the compaction tube proximal end bore. The length of the compaction tube was 6.46" and the outer diameter was measured to be 0.0546". The carrier tube inner diameter was 0.68". The measurements were in conformance to specifications per the revision of the drawings active at the time of manufacturing as referenced in the DHR. The complaint is confirmed for anchor detachment. The likely cause of detachment is failure to verify correct anchor posting by the user and subsequently not following step b6 of the IFU. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Angio-seal evolution IFU was reviewed and the following relevant information was noted on page 7: if the anchor catches prematurely advance the device into the insertion sheath again. It may be necessary to push the device handle back into the rear holding position in order to get the full extension of the anchor from the sheath. Then withdraw the device until the anchor catches again. Note: do not proceed until you are certain that the anchor has been properly deployed. If the anchor is not deployed, the angio-seal device will not function. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the suture broke with the involved angio-seal evolution device. The following information was provided by the user facility: during implantation, the suture broke after release of the anchor; the collagen came out; the anchor was left in the vessel; there was no significant blood loss; it was reported there was no harm to the patient; the anchor was left in patient without suture; and pedal pulse was good.